Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed indicating an irrigation issue during set up for surgery. The pt had received a local block to the eye, but had not been prepped. Four cases were canceled. The cases were rescheduled and have been completed. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system found evidence of leaking bss in the system. The fluidics module valves were sticking. The company service representative freed the valves. The system was then tested and met all product specifications. The customer will be sending in the cassettes for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).